Event description:
It was reported that a pt underwent a successful x-stop procedure at levels l3/4 and l4/5. Approx 6 months after the procedure the implants were removed. No other info was provided.

Manufacturer narrative:
Method - device not returned, follow up conversation with company rep.